Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to leakage from the biopsy channel. During the device evaluation, the following issues were discovered: the light cover glass was chipped and the adhesive was worn; the optical cover glass was cracked and the adhesive was worn; the distal end adhesive was worn; the scope connector was leaking; the left and right angle knobs were out of specification; the device failed the electrical safety test because it was not up to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope failed the air/water leak test. The issue was detected during reprocessing. The intended procedure was completed with the same scope, and no patient injury or procedure impact was reported. During the evaluation of the device, it was noted that remnants of white crystallized contamination material, which was believed to be infacol (simethicone), were found in the air and water channels, causing incorrect or insufficient reprocessing on the device. This report is to capture the reportable malfunction of foreign material inside the channels due to incorrect reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause is unable to be determined. Olympus will continue to monitor field performance for this device.